Manufacturer narrative:
Continuation of d10: product ID a810 lot# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider via a company representative (rep) regarding the external equipment. The synchromed app getting the service code error (338) 4 times a day. Service code error was assumed to be an issue with workflow and/or the app timing out. Diagnostics/troubleshooting performed included the following: settings > device care > battery > 3 dots > settings > toggle off adaptive battery, put unused apps to sleep, and auto-disable unused apps> settings > apps > synchromed > enable if app is disabled. This event was only informational. The issue was not occurring when the complaint was heard. The issue had not yet resolved. No patient involvement.